Event description:
A facility representative reported a planned explant with patient reason as subluxation of lens, haptics broke and clinical reason for explant being lens moved off center. Additional information has been requested and received stating that the lens was explanted and replaced with a new lens in a secondary procedure.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).